Event description:
It was reported by the patient that the remote monitor was not powering up, that the power light over the start button would blink green and the monitor would beep. The batteries were replaced but the monitor did the same thing. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.